Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The front panel lights were flashing. In addition, the following non-reportable malfunction was found during the device evaluation. Lamp not illuminated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the lights were flashing due to a faulty power supply. It is probable the power supply failed after application of high-voltage test. However, the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
During an electromagnetic compatibility (emc) test at an external site, it was reported to olympus, the evis exera iii xenon light source failed. When the evis exera iii xenon light source was used in combination with other devices such as the (gf-utc180 and cv-190) the power button and front panel button blinked and made a clicking sound, confirming that the lamp did not light up. Even after rebooting, the issue remained. There were no reports of patient involvement.